Manufacturer narrative:
The reported issue that upon return of the device it was discovered to have a rear case with an asset tag for (B)(6) health and both the rear case and electronic serial numbers did not match the serial number label on the bezel was confirmed. The rear case and electronic serial number was (B)(4). However the bezel serial number was (B)(4) it is expected that all three match. Device history review identified that both noted device serial numbers had been serviced on the same day by the same technician. The issue was escalated to the service depot manager via email. The device is being returned to the service depot for correction of the issue prior to its return to the customer. The device is typically used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
IV pump cases swapped, internal and external serial numbers are not matched. It was reported that upon receipt of IV pump back from a "bad pressure sensor" repair. It was discovered that the outer case of the device has asset stickers from a hospital in (B)(6) while having the correct serial number tag that belongs to the unit that was sent in for repair. It was then noted that the device showed the correct serial number, when it was connected to the maintenance software. When the rear case is removed, the bezel bears a serial number belonging to (B)(6) hospital that matches the asset stickers. There was no patient involvement.